Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient started treatment with intravenous vancomycin 1 g stat dose then every fifth day (duration not reported) and intravenous piperacillin/tazobactam 4.5 g twice a day for fourteen days for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient's peritoneal effluent was clear and the patient had recovered. No additional information is available.